Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 37 mg/dl and sugary foods were consumed to address the bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.